Event description:
The user facility reports that the dermatome shreds grafts, doesn't make a clean cut. It was reported that the device had pt contact, but there was no pt injury. Add'l info: (B) (4) perioperative services reports that the dermatome essentially skips as the graft is being taken, causing cuts in the graft. A second graft was taken.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based on the reported info.